Manufacturer narrative:
Foot section restraint strap.

Event description:
It was reported by service report that the foot strap was missing. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.